Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a lack of high voltage output due to incorrect interpretation of signal. The patient experienced ventricular tachycardia (vt) that was misread as supraventricular tachycardia (svt). Programming changes were recommended but not yet completed. The patient was stable.